Event description:
This (B)(6) year old has a history of a mechanical mitral valve replacement about 22 years ago, hypertension, hld, hypothyroidism, glaucoma and lower back pain. She was admitted about a month ago. She had re-do sternotomy and aortic valve replacement. She was in the ICU about 6 days when she was transferred to the telemetry unit. Two days later, during the day shift, the patient was in the bathroom and the rn noticed the call bell went off. When she arrived in the room, the cna was walking the patient back to the chair. He had the pacemaker box under his arm and the cardiac monitor in hand. The patient said she felt like something popped. The epicardial wires were assessed and noted to be intact and secured. The patient complained of feeling like she was punched in the chest. The patient's rhythm that day was atrial fibrillation, the rate was controlled. The nurse checked the monitor and noted the patient was being incorrectly paced. The pacer box did not show ordered settings. The settings seen were 50/20/25. She turned the pacer box off and the patient reported relief from previous feeling. The cardiac pa was paged and came up to see the patient for bedside assessment. A new pacer box was placed with correct settings in place. It was determined with the pa that the emergency button must have been accidentally pushed. Pressing the emergency button initiates high output dual chamber asynchronous pacing.all options on a pacer box are locked except for the emergency button. The box was sent to clinical engineering for evaluation. The evaluation of the pacer box did not identify any equipment malfunction. No safety device to prevent accidental push of emergency button. No harm to patient.what was the original intended procedure?sternotomy and aortic valve replacement. Pacemaker in place as a precaution.device #1is this a laboratory device or laboratory test?no.